Event description:
Report received that the device continued to deliver after the infusion was turned off. The device was programmed to deliver an unspecified dose of dopamine at an unspecified rate on the primary line. The secondary line was programmed to deliver normal saline at an unspecified rate. At an unspecified time, after initiation of the infusions, the patient became "symptomatic." The dopamine infusion was reportedly stopped and the normal saline continued to infuse. At 1300, the nurse reportedly changed the normal saline container and continued therapy. At 1500, the nurse reported that the patient was again "symptomatic", and observed that the dopamine was infusing. The infusion was stopped. There were no reported adverse patient sequelae. The pump was removed from clinical service. Though requested, no additinal information was provided.